Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this female patient's right knee was revised due to poly wear. The poly is greater than 5 years old at the time of implantation. No other information available at this time.

Manufacturer narrative:
After further review of additional information received the following sections d6b, d10, g3, g6, h2, h3 and h6 have been updated accordingly. Section d10: concomitant medical products - logic cr femoral cem, left sz 2.5 (cat# 02-010-03-0225 / serial# (B)(6). - lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial# (B)(6). - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6). - threaded pin size 2.6 collarless 2pk (cat# 521-78-31 / serial# (B)(6). (H3) the revision reported was likely the result of a combination of patient conditions, imbalanced flexion gaps, and malpositioning of the implants, which allowed for excessive posterior contact of the femoral component on the tibial insert and led to wear of the polyethylene insert. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.